Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in trying to send a remote transmission there was a possible telemetry issue with the patient¿s implantable cardioverter defibrillator (ICD). Follow-up was conducted but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.